Event description:
The contact stated the customer took a blood glucose test and received a result of 435 mg/dl. The customer retested 2 minutes later and received a result of 35 mg/dl or 38 mg/dl. The difference between the readings falls either in the "d" or "e" zone of parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. Customer service sending supplies so the customer could further troubleshoot the meter. No product will be returned at this time.